Event description:
It was reported that the patient had intermittent t-wave oversensing post ventricular pace and sense. The sensitivity was decreased on the lead and the lead remains in use. It was noted that the patient is on dialysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.